Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported pain. The dentist examination, noted that the patient presented with mobility on several teeth, crown heights of 15+mm on the facial, evidence of gingival recession, radiograph confirmed significant bone loss in the anterior maxilla despite patient's excellent hygiene with no plaque noted. Recommend stopping byte treatment as it poses a significant threat to the long-term retention of the anterior teeth. Patient initials: (B)(6) .

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.